Manufacturer narrative:
The device is not under a service contract and there was no serial number transmitted; age and service state of the unit are thus unknown. The local dräger s&s organization was not involved by the user facility in examination of the device and potential repair measures. Hence, evaluation and assessment of this case had to be done on the base of the initial description since the hospital did not provide further information upon request. The following can be concluded: reportedly the device alarmed that the delivered tidal volume was only 100ml despite the setting was 500ml. This must not necessarily be related to a device malfunction - the root cause may also have been an obstruction in the breathing circuit outside the device or in the upper airways of the patient itself. The device responded to this condition as designed and posted a corresponding alarm. The case remains inconclusive due to lack of information; this report is filed in abundance of caution - without having access to the device or possibility to evaluate the log file it cannot be fully excluded that a device malfunction has occurred. It could not be determined if the patient was already in critical condition when the ventilation episode was started, the reported serious injury of unknown nature can neither be confirmed nor denied and, it is unknown whether or not, it resulted in consequences for the patient. H3 other text : device not available for evaluation.

Event description:
It was reported that the device alarmed for a significant divergence between the setting for tidal volume and the delivered parameter. As per report, this produced a delay in resuscitation of the patient and was resulting in a serious injury without exactly specifying the nature of the injury.